Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. Upon investigation the charger/modem was resetting and unable to recognize a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, contamination was discovered on the battery pca. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.